Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger . Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (c0518300) found the metal connector at the end of the cable to be broken off.

Event description:
The patient reported the implantable neurostimulator recharger (insr) was not working/would not charge (which occurred on (B)(6) 2015) and the implantable neurostimulator (ins) had depleted. The patient was last able to recharge the ins to about ¾ full on (B)(6) 2015. The patient usually recharged on a weekly basis. The patient had tried using the insr multiple times. The green light on the power supply (desktop charger) was on and the arrows were lined up on the connector pin, however, the pin was bent backwards. There was a return of pain, which was located in the back, on (B)(6) 2015. The patient outcome was unknown. The indication for therapy was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the replacement desktop charger resolved the issue and the recharger was able to charge correctly. During follow-up for resolution of the depleted implantable neurostimulator (ins) battery and return of back pain, the patient reported that at times they needed to be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.